Event description:
It was reported by the customer that a pyxis medstation es system remote manager was failed. The customer stated that the remote manager was failed on occasion but was easily recovered. There was no delay or harm to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the remote manager failed and the latch had a bad spring. A field service engineer replaced the latch to resolve this issue. The system functioned as intended after field service engineer troubleshooted the device.